Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an acute rise in threshold measurement and pronounced diaphragmatic noise on the lead when the patient coughed. A small pericardial effusion was noted. The lead was expected to have perforated the heart wall. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no additional adverse patient effects reported. The lead has been returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.